Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 32 x 2.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. After pre-dilatation, a 2.50 x 32mm promus elite stent was successfully deployed. Post deployment, an edge dissection was noted. To cover the edge dissection, another stent was implanted. The patient was stable at the end of procedure.